Manufacturer narrative:
H6: investigation summary customer returned several images of 5 syringes alongside a polybag labeled for 0.3ml, 29 gauge, 12.7mm syringes from lot 0160988. The syringes have had their needle shields and hubs separate from their respective barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation in all 5 shown samples. CAPA (B)(4) has been opened to address this issue. H3 other text : see h10

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about needle and shield separation from the barrel when removing the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about needle and shield separation from the barrel when removing the shield.